Event description:
It was reported that during a breast biopsy, the physician would have to take several dry taps and would retrieve very small samples. The tech would also have to toggle between the position and sample modes for the cutter to advance and retract properly. There was no patient consequence reported, case was completed using the probe and unit.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.